Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient using a home choice claria machine reported "waking up several times during the past week with difficulty breathing during the night. " it was reported that the patient was not connected during the times of the event. Therapy was discontinued. There was no report of hospitalization or medical intervention associated with this event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.